Manufacturer narrative:
The customer stated that during initial set-up their AED had no voice and a pads warning. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer stated that during initial set-up their AED had no voice and a pads warning. They did not report that this event occurred during patient use.

Manufacturer narrative:
The unit was returned for further evaluation. Upon receipt, the device underwent bench testing. The reported issue was confirmed and determined to be due to a speaker component failure. Despite the speaker issue, the device was able to successfully deliver a shock during testing.